Event description:
It was reported that an ilet user experienced hyperglycemia after a supply change in which drops were observed from the incorrect location and only a partially filled insulin cartridge was used, followed by a subsequent supply change with persistent elevated blood glucose; the user and caregiver believed the pump was malfunctioning, and the agent offered a guided supply change that was declined. Symptoms included elevated blood glucose reaching 390 mg/dl. Outcomes included user inconvenience and the need for troubleshooting and education without medical intervention or alarms. Investigation included technical troubleshooting by phone and user education regarding proper supply change steps. Investigation of this case revealed no confirmed device malfunction and that user technique during the supply change could not be verified. It was concluded that the cause of the hyperglycemia was unclear and a device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.